Event description:
It was reported that patient death occurred. In (B)(6) 2024, the target lesion was located at the mid left anterior descending (lad) and was 35 mm long with a reference vessel diameter of 3 mm. Following pre-dilatation using 3.00 x 20 mm balloon, the lesion was successfully treated with a 3.00 mm x 40 mm agent drug-coated balloon (dcb) inflated to 8 atm for 180 seconds. Post revascularization, residual stenosis was approximately 10%, with timi flow 3. The patient discharged from the hospital. In (B)(6) 2025, the patient expired. It was also indicated that the patient had copd and that medication had been given.

Event description:
It was reported that patient death occurred. In (B)(6) 2024, the target lesion was located at the mid left anterior descending (lad) and was 35 mm long with a reference vessel diameter of 3 mm. Following pre-dilatation using 3.00 x 20 mm balloon, the lesion was successfully treated with a 3.00 mm x 40 mm agent drug-coated balloon (dcb) inflated to 8 atm for 180 seconds. Post revascularization, residual stenosis was approximately 10%, with timi flow 3. The patient discharged from the hospital. In (B)(6) 2025, the patient expired. It was also indicated that the patient had copd and that medication had been given. It was also reported the event was considered not related to the device.

Manufacturer narrative:
B5: describe event or problem corrected. D4: serial number corrected. H6: corrected patient codes, and impact codes.